Manufacturer narrative:
Depuy still considers the investigation closed at this time.

Manufacturer narrative:
Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Event description:
Update rec'd 10/25/16: asr supplemental info received. After review of the information for MDR reportability, the asr taper sleeve is being added for the alleged high metal ion levels (no labs provided). No date of revision has been provided.

Event description:
Litigation alleges that the asr right hip implant caused pain in the patient. Litigation further alleges that the patient suffered disability, physical impairment, and disfigurement. Litigation further alleges that the patient was injured by excessive levels of chromium and cobalt in his blood as determined from blood tests.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.